Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited a trend of increasing impedance values and was impending complete fracture. It was also reported that occasional loss of capture was noted on the rv lead during the replacement procedure. The lead was capped and replaced. No patient complications have been reported as a result of this event.